Event description:
A 59 yr old white g3p3 female status post bilateral subglandular inframammary dow corning cronins 235cc for augmentation 1-'72. These encapsulated and had open capsulotomies with exchange 1-'78 for 235cc surgitek gels. These re-encapsulated and she reports 2 closed capsulotomies in 1980 and 1981. She noted softening on the left. No history of trauma and complaints of bruising pain on that side. Arthralgias (morning stiffness)/myalgias, paresthesias, swelling, fatigue, sleep disturbances, adenepathy, night sweats, headaches, visual changes, memory loss, dry mucus membranes, hair loss, skin peeling episode, decreased circulation, "sens chem", shortness of breath/chest pain, costochondritis, choking sensation, hypertension, increased cholesterol, weight loss, gastrointestinal/genitourinary problems, easy bruising and abnormal pap smears. Otherwise healthy.